Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found with a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer¿s use condition, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables that can influence pitch cable failure. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the cadiere forceps instrument (part number: 470049-06, lot number: n13190701 0119) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument was used for one hour, 58 minutes and 54 seconds. The instrument had 9 uses remaining out of 10 maximum tool uses. This complaint is reportable due to the following: the cadiere forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. This event is reportable based on the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the customer noted a broken cable on the cadiere forceps instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damages were noted. No fragment fell into the patient. The or staff used a backup instrument. The procedure was completed robotically with no injury to the patient.